Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the wire was broken and kinked at the handle section. Per the inspection on the x-ray photos, it revealed that the working length was kinked at the hypo-tube transition. Per media inspection on the provided photo, it was observed that the upn from the pouch on the photo match with the reported upn and it was not possible to identify any problem or damage that could contribute to the reported event. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken and kinked. Additionally, the working length (hypo tube transition) was kinked. These conditions could have been generated due to handling and manipulation of the device during its use that can lead to kink/bend the working length at proximal section. Probably the working length kinked at proximal section could have caused some friction with the cutting wire and the cannula during the handle actuation leading to kink the wire and then break it, which affects directly the ability to extend the needle. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the pancreatic bile tract during an endoscopic retrograde cholangiopancreatography (ercp) intubation procedure performed on (B)(6) 2023. During the procedure, there was a problem extending the needle in the papilla. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the wire was broken at the handle section. Please refer to block h10 for full investigation details.